Event description:
The dr claims the graft was implanted in 1997. In 2004, it was found that the graft had developed multiple aneurysmal dilatations along its length. The dr stated these are likely to lead to either rupture of the graft, or its early occlusion. The graft remains in the pt. The pt is under regular review.